Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field indicated the event was caused by the lead dislodgement.

Event description:
A loss of capture and low sensing on the right ventricular (rv) lead were noted. Diagnostic imaging confirmed the rv lead had become dislodged. The lead was explanted and replaced, and the patient was stable with no adverse consequences.